Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had shut down, and the screen went black, an unspecified was also heard. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had shut down, and the screen went black, an unspecified was also heard. The customer reported that the central processing unit (cpu) was replaced. The customer was provided with the option codes, after inputting the option codes, the device is working properly. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that when the screen went black, and the device shut off, the alarm information could not be retrieved. No further details were provided. The device was returned to use after inputting the option codes provided by the remote service engineer.